Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was low and they wanted to stop the remainder of the bolus that was showing in insulin on board (iob) feature. Tandem technical support explained to the contact that the iob was the amount of active insulin that had already been delivered. The contact understood and indicated that the low bg level would be addressed.